Manufacturer narrative:
Concomitant medical products: dtmb1q1 crt-d, implanted (B)(6) 2018; 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing as numerous ventricular sensing episodes were noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.